Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that there was an improper implantation of the extensions during phase two of the implant. There was not an issue with the device, but rather improper implantation of the device. It was further reported that it was improperly tunneled. The issue is that the extensions were not completely closed under the skin. The surgery was redone and new extensions were properly implanted. It was reported that the case was a success. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.